Manufacturer narrative:
Evaluation of the returned used device, item 9391m confirm the reported problem and found inner blade tip broken off. Broken piece was not returned for evaluation. Inner tip was found damaged potentially during shaving of hard bone. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding 5 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use for the handpiece, the user is advised the following: warnings: if is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Do not use shaver blade or bur if they show any signs of damage. Precautions: always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Running the shave blade or bur without fluid flow (dry) may cause damage to the handpiece or may cause the bur hubs to melt due to excessive heat. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 9391m was being used on (B)(6) 2020 during a meniscectomy when the user tried to use the device in a handpiece. The device would not rotate when activated inside the sterile field. The device was removed from the handpiece on the mayo stand. The broken tip of the device fell out onto the mayo stand. This caused a 10-minute delay when the patient surgical site was inspected for any fragmentation. No fragmentation was found. There was no report of injury to the patient or user. There was no report of medical intervention or hospitalization due to this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.